Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma alcl, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma alcl, seroma, and capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side is swollen, seroma, "inflammatory cells," capsular contracture of baker grade unknown, and lymphoma alcl. Aspiration was performed and cytopathology confirmed cd30+ and alk-. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side is swollen, seroma, "inflammatory cells," capsular contracture of baker grade unknown, and lymphoma alcl. Aspiration was performed and cytopathology confirmed cd30+ and alk. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, crease fold, deformation, wear abrasion, cloudy, and yellow biological tissue was found on the shell. After the autoclave cycle, voids were observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side is swollen, seroma, "inflammatory cells," capsular contracture of baker grade unknown, and lymphoma alcl. Aspiration was performed and cytopathology confirmed cd30+ and alk-. The device has been explanted.